Event description:
The patient reported that the device has been "pulsating" in abdomen, becoming worse in the last several weeks. The patient also reported that the device has been reprogrammed 6 times, and that the nurse said that it can not be programmed "any lower". The patient further reported that this has caused a 17 pound fluid gain in just a few weeks. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the epicardial lead continues to cause muscle stimulation along with loss of capture and asystolic episodes when high outputs are set on the device. The lead and device have been reprogrammed and remains in use. Follow up information revealed that the patient is scheduled for a replacement in the coming weeks. Further information revealed that the patient passed out. The device was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found.

Event description:
The patient reported that the device has been "pulsating" in abdomen, becoming worse in the last several weeks. The patient also reported that the device has been reprogrammed 6 times, and that the nurse said that it can not be programmed "any lower". The patient further reported that this has caused a 17 pound fluid gain in just a few weeks. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the device has been "pulsating" in abdomen, becoming worse in the last several weeks. The patient also reported that the device has been reprogrammed 6 times, and that the nurse said that it can not be programmed "any lower". The patient further reported that this has caused a (B)(6) fluid gain in just a few weeks. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the epicardial lead continues to cause muscle stimulation along with loss of capture and asystolic episodes when high outputs are set on the device. The lead and device have been reprogrammed and remains in use. Follow up information revealed that the patient is scheduled for a replacement in the coming weeks.